Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unknown date after use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR#1225714-2014-02559 and 1225714-2014-02560.